Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was received an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm but unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 43 during rewind due to corroded motor home switch. Unable to perform the displacement test, force sensor test, prime/ seating test, basic occlusion test and occlusion test due to error 43.